Event description:
It was reported that while the user completing service on loan device, the flow rate was fluctuating between no flow and 1.7 . It was stated that then an error message appeared on the screen. Per sample evaluation results received on (B)(6) 2023, it was reported that the error message displayed on screen. It was stated that the power cord had high resistance. It was also stated that the manifold harness and level sensor were replaced due to physical damage.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while the user completing service on loan device, the flow rate was fluctuating between no flow and 1.7 . It was stated that then an error message appeared on the screen. Per sample evaluation results received on (B)(6) 2023, it was reported that the error message displayed on screen. It was stated that the power cord had high resistance. It was also stated that the manifold harness and level sensor were replaced due to physical damage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.